Manufacturer narrative:
Correction to block b5. MDR report number for the related device has been added. Block h6: imdrf device code a0510 captures the reportable event of retraction problem. Block h10: the returned capio slim device was analyzed and found to be visually in good condition. Additionally, during functional analysis, after deploying the device, the device cage was unable to catch the suture. The device was able to deploy and retract properly. With all the available information, boston scientific concludes that the event of carrier retraction problems could not be confirmed. During the product analysis, it was found that the device cage was unable to catch the suture. An investigation conclusion code of "cause not established" has been assigned to this complaint. An investigation to address this problem is in progress. Additionally, the reported event of "carrier retraction problem" has been classified as "no problem detected" due to the investigation findings not leading to the device complaint or problem confirmation. A retraction problem was not detected during the analysis, and neither was a related issue with the reported allegation. All compiled information on this investigation determines that the most probable cause is "cause not established."

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2023-02479 for the first capio slim, and 3005099803-2023-02480 for the second capio slim. It was reported to boston scientific corporation that a capio slim device was used during an anterior/posterior vaginal repair procedure performed on (B)(6) 2023, for the treatment of prolapse. During the procedure, the device did not retract back into its starting position. The procedure was completed with another capio slim device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during an anterior/posterior vaginal repair procedure performed on (B)(6) 2023, for the treatment of prolapse. During the procedure, the device will not retract back into its starting position. The procedure was completed with another capio slim device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0510 captures the reportable event of retraction problem.